Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to an outside hospital with blood in their stool. The patient¿s hematocrit and hemoglobin had dropped and the patient was transfused with 1 unit of packed red blood cell (prbc). The patient was later transferred to the implanting hospital for further evaluation. Upon arrival, their hemoglobin was 7.3. The patient received 2 more units of prbc. On (B)(6) 2018, the patient had an endoscopy performed and 3 hemostatic clips were placed. There was no bleeding at the end of the procedure. Anticoagulant at time of the event was aspirin. The patient was discharged on (B)(6) 2018.